Event description:
It was reported that the insulin pump alarmed battery out limit during normal device use and had a frozen display. The blood glucose reading was 391 mg/dl. The customer stated that the keypad was unresponsive. Upon troubleshooting, it was found that the insulin pump's buttons did not begin to work in less than 5 minutes without a battery change. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.